Event description:
On (B)(6) 2013, an implant card was received indicating that this vns patient underwent lead revision on (B)(6) 2013 due to a lead discontinuity. The explanted lead information was not recorded, and it was reported that the lead was discarded after explant.

Event description:
On 02(B)(4) 2103, a possible lead break was reported. A system diagnostic indicated dcdc=7 on (B)(6) 21013. X-rays were ordered but have not been provided to review. Follow-up showed that the device was left on at the patient and family's request. The patient was not experiencing any discomfort. The physician was unaware of any patient manipulation or trauma that may have caused the problem. Settings were adjusted. Settings were provided. A battery life calculation was performed with 2.19 years remaining. Surgery is likely but has not taken place.

Event description:
Review of additional programming history shows that high impedance was first seen on (B)(6) 2013. Previous diganostics from (B)(6) 2013 are within normal limits.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Previously submitted MDR indicated that the patient was female; however, the patient is actually male. This report is being submitted to correct this information.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a serious injury death.